Event description:
I had to have my lp shunt removed from my back and placed in my brain (originally placed (B)(6) 2019). I had troubles with my pressures fluctuating throughout the years. Doctors could not figure out what was causing it. The device was in working order when it was removed from my back. My lumbar opening pressure was 30 at last check prior to surgery. 12 ml of csf collected. Closing pressure was 19. 16 ml of csf collected. Closing pressure was 13.